Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon ¿breaker tripped when the power was turned on¿ was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bottom chassis, rear foot, top cover and front panel chassis were rusted. It was also noted that there was corrosion inside the scope socket which caused no image output. The olympus lamp meter was at 200+ hours and the light output was unstable and out of range. There were also stains noted on the lamp lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii xenon light source had an e315 unsupported scope error when it was connected to the scope. The scope was taken to another tower and did not get an error. The breaker was tripping 1 out of 4 times when the device was powered on. The issue occurred during preparation for use. There were no reports of patient harm associated with the event.